Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of hypoglycemia and cognitive changes.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and became disoriented due to a hypoglycemic event. The sensor was inserted at the abdomen on (B)(6) 2017. Patient was at a retail store when he felt a low. Patient looked at the cgm and the blood glucose (bg) value was 175 mg/dl. Patient noted that the bg value didn't match the symptoms. Patient because disoriented and could not find their car to confirm the bg level as the bg meter was in the car. Patient stood in the parking lot and self-treated with a candy bar and drank lemonade. After a few minutes, patient became oriented enough to find his car and drive home. No medical intervention was required. Patient alleges cgm inaccuracies due to the cgm's bg value not matching the symptoms. No finger stick (fs) values were provided. At the time of contact, patient is fine. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.